Manufacturer narrative:
Results: the cat8 was kinked approximately 1.5 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a kink near the hub. If the device is forcefully mishandled at extreme angles during removal from its packaging, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician found an indigo system aspiration catheter 8 (cat8) to be broken between the hub and the catheter upon removal from the packaging. The damage to the cat8 was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new cat8.